Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿do we need pacemakers resistant to magnetic resonance imaging?¿ europace. 2005. Vol 7; p353-365.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipgs). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient deaths were referenced in the article, with no specific device serial number correlation. The article noted that there were deaths from ventricular fibrillation (vf) and unknown causes. The author raised questions regarding magnetic resonance imaging (MRI) and pacemaker function. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.